Event description:
It was reported that a pt underwent surgery for acute traumatic tibial plateau fracture using rhbmp-2/acs. At an unk time after surgery, the pt developed heterotopic bone growth. No med intervention was reported.

Event description:
There is a puncture in the middle of the balloon

Manufacturer narrative:
Visual inspection of the device balloon under 10x magnification confirms that there is a pinhole in the balloon. The material where the pinhole is pushed towards the inside of the balloon as if something sharp punctured the balloon. These devices are visually and functionally tested 100% prior to packaging. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected with this device.